Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.